Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Customer inspected the device and could not duplicate the alleged event. As per customer unit passed extended self-testing.